Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. A manufacturing record evaluation (mre) was performed for the finished device serial number, and no non-conformances were identified. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed pretest for general condition and check the quick coupling for saw blades. It was noted that the check oscillation frequency pretest was not completed as the device came apart. Therefore, the reported condition was confirmed. The assignable root cause related to the saw blade coupling coming apart was determined to be traced to device design, which is a design issue, and has been escalated to CAPA.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the saw blade coupling of the battery oscillator device came apart. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.